Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 49 mg/dl, 169 mg/dl and 144 mg/dl on his blood glucose meter within a ten minute time period. No decision to treat on the allegedly defective meter was reported. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.